Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor ansel guiding sheath was used in an unspecified procedure. It was reported that the introducer got stuck on a piece of plaque and ruptured inside the patient. The physician removed the pieces from the patient. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: report source: foreign, health professional, user facility, company representative.

Event description:
A flexor ansel guiding sheath was used in a percutaneous transluminal angioplasty of very calcified vessels. It was reported that at the end of procedure, the physician wanted to remove the introducer over the wire. The introducer could not be withdrawn and got stuck on a piece of plaque and ruptured inside the patient. The physician pulled so strongly on the introducer that it was torn and a piece remained in the patient. The vessel was compressed to prevent hemorrhage and the patient was brought into the operating room and the rest of the introducer was removed successfully.

Manufacturer narrative:
Additional questions were asked, such as:was the dilator and/or wire inserted into the sheath prior to removal of the sheath? Was the patient anatomy steep, calcified, or tortuous? But no response was provided. Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, there is no evidence to suggest the finished product was not made to specifications. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the available information, the sheath got caught on the calcified vessel and the physician attempted to withdraw the sheath over a wire. Per the IFU: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Based on the information provided, no product returned, and the results of our investigation; the root cause has been determined to be the patient¿s clinical condition. In addition, the healthcare professional¿s technique/procedure contributed to this event. Per the quality engineering risk assessment the appropriate personnel have been notified and monitoring will continue to be performed for similar complaints. .